Manufacturer narrative:
Correction information, d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user found leakage in the insertion part of the scope during operation, so it could not be used normally. After finding the problem, they replaced other one immediately , which did not cause harm to the patient. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.